Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Upon completion of baxter's investigation, if additional relevant information is obtained, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). This lot was manufactured april 10, 2014 to april 11, 2014. Investigation summary: baxter received the sample for evaluation. Visual inspection noted fluid inside the package that contained the unit. A functional leak test was performed, the blue winged luer cap was tightened; the next day there were no leaks observed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume infusor leaked. There was no patient involvement. Additional information was requested and is not available.